Event description:
The customer alleges that the light is not engaging when connected to the dispoled.

Manufacturer narrative:
Qn#(B)(4). Product usage when alleged event/defect was encountered is unknown at the time of this report. It is unknown if the device sample is available for evaluation at the time of this report.